Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The pump was unable to verify battery out limit or unexpected restart error alarm due to motor error alarm. The buttons responded properly. No damage was found on keypad traces. The pump was received with cracked reservoir tube lip and scratched lcd window.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not exposed to high magnetic field. The customer stated that the drive support cap is normal. The customer cleared the alarm but battery out limit occurred. The customer was advised to insert new battery. The customer stated that unexpected restart alarm occurred after battery insert. The customer will be sent a replacement pump.